Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in a 46-year-old female patient who had essure (batch no. A66681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dry skin ("dry spots on my skin"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), back pain ("lower back area pain"), depression ("depression,") and anxiety ("mental anguish").in (B)(6) 2013, the patient experienced alopecia ("alopecia"). In (B)(6) 2013, the patient experienced vision blurred ("blurry vision"). On (B)(6) 2013, 4 months after insertion of essure, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), the first episode of menstrual disorder ("menstruation issues"), the second episode of menstrual disorder ("menstruation issues") and rash ("rashes"). The patient was treated with ibuprofen, ibuprofen (motrin) and surgery (underwent hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, fatigue, headache, back pain and rash had resolved and the hypersensitivity, the last episode of menstrual disorder, weight increased, vaginal haemorrhage, menorrhagia, dry skin, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, vaginal discharge, vision blurred, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, back pain, bladder disorder, depression, dry skin, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased, the first episode of menstrual disorder and the second episode of menstrual disorder to be related to essure. The reporter commented: current weight 138 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded; in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jul-2018: pfs received- event depression, mental anguish and treatment drug were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), alopecia ("alopecia"), fatigue ("fatigue"), the first episode of menstrual disorder ("menstruation issues"), the second episode of menstrual disorder ("menstruation issues") and weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain, hypersensitivity, alopecia, fatigue, the last episode of menstrual disorder and weight increased outcome was unknown. The reporter considered alopecia, fatigue, hypersensitivity, pelvic pain, weight increased, the first episode of menstrual disorder and the second episode of menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in a 46-year-old female patient who had essure (batch no. A66681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding. Concurrent conditions included body mass index normal. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dry skin ("dry spots on my skin"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), back pain ("lower back area pain"), depression ("depression,") and anxiety ("mental anguish"). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("alopecia"). In (B)(6) 2013, the patient experienced vision blurred ("blurry vision"). On (B)(6) 2013, 4 months after insertion of essure, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and rash ("rashes"). The patient was treated with ibuprofen, ibuprofen (motrin) and surgery (underwent hysterectomy due to complications from the essure device). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, alopecia, fatigue, headache, back pain and rash had resolved and the hypersensitivity, menstrual disorder, weight increased, vaginal haemorrhage, menorrhagia, dry skin, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, vaginal discharge, vision blurred, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, back pain, bladder disorder, depression, dry skin, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 138 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on 1-nov-2013: essure device was successfully occluded; in (B)(6) 2013: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in a 46-year-old female patient who had essure (batch no. A66681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("lower back area pain"). In (B)(6) 2013, the patient experienced alopecia ("alopecia"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced dry skin ("dry spots on my skin") and vision blurred ("blurry vision"). On (B)(6) 2013, 4 months after insertion of essure, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), the first episode of menstrual disorder ("menstruation issues"), the second episode of menstrual disorder ("menstruation issues") and rash ("rashes"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, fatigue, headache, back pain and rash had resolved and the hypersensitivity, the last episode of menstrual disorder, weight increased, vaginal haemorrhage, menorrhagia, dry skin, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, vaginal discharge and vision blurred outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, dry skin, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased, the first episode of menstrual disorder and the second episode of menstrual disorder to be related to essure. The reporter commented: current weight 138 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded; in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-may-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2013 and removal date ((B)(6) 2017) added. Lot number (a66681) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dry spots on my skin, bladder problems or changes, urinary problems or changes, headaches, nausea, dyspareunia (painful sexual intercourse), vaginal discharge, blurry vision, lower back area pain, rashes added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, pain') in a 46-year-old female patient who had essure (batch no. A66681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and post-traumatic stress disorder. Concurrent conditions included body mass index normal and asthma. Concomitant products included cetirizine, ferrous sulfate and fluoxetine. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dry skin ("dry spots on my skin"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), back pain ("lower back area pain"), depression ("depression,") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("alopecia"). In (B)(6) 2013, the patient experienced vision blurred ("blurry vision"). On (B)(6)2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"), 4 months after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and rash ("rashes"). The patient was treated with ibuprofen, metronidazole, and surgery (underwent hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, fatigue, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, headache, vaginal discharge, back pain and rash had resolved and the hypersensitivity, menstrual disorder, weight increased, dry skin, migraine, nausea, dyspareunia, vision blurred, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, back pain, bladder disorder, depression, dry skin, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 138 lbs. Patient received treatment for abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events pain, abnormal bleeding and bladder/urinary problems was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.